Event description:
It was reported the device was showing maintenance battery depleted, will not stay on even when connected to power supply. Tried new power supply. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are both broken. The device was observed to have a chipped top case and cracked right plunger case. The devices event history log was reviewed for evidence of the reported event, low and depleted battery messages, along with maintenance is recommended, was found in the log. To conduct functional testing of the device a battery test was performed. Upon testing, it was revealed the reported problem was duplicated. The cause of the issue was due to the battery that was unable to take a charge. The battery was replaced and reset maintenance is recommended. The device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.